Event description:
Customer called to report a leak from the hydropneumatic unit of the unicel dxc 800 synchron system. Customer could not locate the source of the leak, but suspected that the fluid was reagent container rinse (di h20). The customer technical specialist advised customer to stop the di h20 from running to the system, and generated a service request. On the same day, the field service engineer (fse) inspected the instrument and cleaned all the canisters in the hydropneumatic assembly, then performed all top end alignments. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
Although the root cause was not determined, the issue was resolved after the field service engineer performed the services on the hydropneumatic assembly. ((B)(4)).